Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es kept turning off and would randomly display a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a power failure screen. A field service engineer unplugged and reseated all external cables and inspected various drawers. After performing 2¿3 reboots and moving the cables to attempt to reproduce the issue, the problem did not recur. The station was left powered on for an extended period without further failures, and the case was closed after customer confirmation of issue resolved. The system functioned as intended after the field service engineer repaired the device.